Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had scratched screen, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker. Unable to confirm the motor error alarm. The motor passed the motor test.

Event description:
The customer reported that the insulin pump alarmed no delivery and motor error several times. The blood glucose reading was 280mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.